Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code captures the reportable event of laceration. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage device was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the patient had a laceration to her mid-urethra when the physician took off the clear plastic sleeves after placement of the mesh. Due to the patient's condition, the procedure was not completed. The mesh was removed and the laceration was repaired with sutures. The patient was then placed with a catheter for ten days. The patient's current condition was reported to be stable.